Manufacturer narrative:
Other applicable components are: product ID 37754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a consumer on (B)(6) 2016 regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex regional pain syndrome type I. It was reported there was a beeping implantable neurostimulator recharger (insr). The patient attempted to recharge the implantable neurostimulator (ins) because he noticed that his pain had returned. The steps for resetting the insr were reviewed with the patient, but the issue did not resolve. There were no coupling bars and the patient could not charge the ins. Patient services instructed the patient to perform an antenna locate feature which resulted in a power on reset (por). It was later noted that the beeping insr and the por had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.